Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the kinked or bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was provided therefore no qualification records could be reviewed. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that his blood glucose read "high" (>500 mg/dl) after less than a day wearing this pod. When it was removed, the canula looked kinked or bent. He also reported that the time was set correctly on his pdm so his basal rate program timing was incorrect. The device was discarded.